Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the high blood glucose levels. The customer's blood glucose was 33.0, 29.1 mmol/l. It was reported that the insulin pump was broken, and the customer treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer was using the insulin pump with in 48 hours of reported high blood glucose event. It was reported that they take 10 units of insulin and blood glucose did not came down. Customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The reservoir will not expected to return for analysis.